Event description:
Follow up identified the patient's reported issue was resolved with the new lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient complained of ineffective stimulation from his scs system. Imaging showed the patient's 3219 model lead had migrated. Further investigation identified the patient had the 3219 model lead replaced.